Event description:
A physician reported a pt who was double skin tested on 7/2/97 and 8/6/97 with negative results. On 9/18/97, the pt received her first treatment in the nasolabial folds. On 10/21/97, the pt reported to the physician that she had "lump" at the collagen skin test site, exact date of onset unknown. On 11/21/97 the physician noted the pt had a hard, non-draining, "cyst" like lump at the collagen skin test site, with no redness. The nasolabial folds were asymptomatic. The physician believed that the symptoms at the skin test site may have been a hypersensitivity to collagen. The physician prescribed oral keflex on 11/21/97. On 11/26/97, there was still a palpable lump at the left forearm test site. The nasolabial folds remained asymptomatic.

Manufacturer narrative:
On 23 june 1998, the physician reported that the pt was last seen on 06 may 1998. The symptoms resolved on 31 december 1997.